Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as it was reportedly not specified if it was discarded. As the complaint device was not returned for evaluation, inspection and testing could not be performed and the customer's reported event could not be confirmed. Therefore, the reported failure mode is considered not confirmed. A review of the device history record (DHR) could not be performed as the device's lot and serial numbers were not reported. Stryker procedure(s) supports that the device was unlikely to have been released from stryker sustainability solutions with the reported failure mode. The reported event could be attributed to: user error (including user technique and methods). Mishandling damage and/or improper storage of device. The instructions for use (IFU) state: as the device was not returned for evaluation, and the reported information did not provide specific details regarding device failure, the risks associated with the user¿s experienced issue could not be determined. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that a pericardial effusion was noticed at the end of the procedure. The caller reported that the physician believed that the stryker reprocessed cs catheter caused the pericardial effusion. The caller reported that when the fellow was putting the stryker cs catheter in, the stryker cs catheter was observed on fluoro in an odd position and deflected inferiorly in an odd position. The caller reported that a surface echocardiogram was used a the end of the procedure to check for a pericardial effusion. The caller reported that the pericardial effusion was noticed and confirmed on the surface echocardiogram. The caller reported that the patient had no visible symptoms. There was no other patient injury or medical intervention reported and extended procedure time was reported but complainant is not aware of the duration. These are commonly used devices that are readily available.